Manufacturer narrative:
The insulin pump had constant motor error alarm during rewind due to motor encoder signal out of phase. We were unable to perform self-test, unexpected error test, displacement test, rewind, basic occlusion test, operating currents, occlusion test, prime test, off no power test and excessive no delivery test due to motor error alarms. The device was received with cracked reservoir tube lip, minor scratched display window, cracked battery tube threads and loose end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump experienced an electromagnetic shock. The insulin pump went through a MRI scan and now the bolus does not seem to work anymore. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.